Event description:
It was reported that, "a comminuted elbow fx using multiple mini fragment type plates using variax hand, elbow and foot plates. Four stryker drill bits broke intra-operatively. We switched to a synthes 2.0 drill without incident."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.